Event description:
On october 17th, 2023, fujifilm healthcare americas corporation was informed of an event involving eg-580ut. It was reported that there is an issue occurred with the elevator mechanism. In additional, the scope failed both atp and culturing. There is no patient involvement, serious injury, or death associated with the event. As such, this report is being submitted due to potential of contamination.